Event description:
Customer's caregiver reported having elevated blood glucose levels (bg's) and ketones. Customer's bg's ranged between 219-309 mg/dl before going to the emergency room at 2:50 pm. There are no treatment details between 2:50 - 8:02 pm when the caregiver reports changing the pod and giving a manual insulin injection (at which time the bg was 401 mg/dl). After changing the pod, the caregiver thought the needle inside the pod had been blocking the cannula. No further information is available.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.